Event description:
It was reported that the ventilator had peep (positive end expiratory pressure) issues. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarms for negative peep (positive end expiratory pressure). Identification of issue has been done by analyzing problem description and device's logs. Service report was not available for further evaluation. Based on technician statement, the issue has been solved by replacing o2 cell. The replaced part was not returned for further analysis, therefore the root cause of the event has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 11/10/2003. Corrected manufacture date: 11/12/2003.